Event description:
During inflation deployment of a 2.5 x 28mm cypher to a highly calcified and moderately tortuous obtuse marginal branch of the circumflex artery, the balloon ruptured at. Next, the physician retrieved the sds, and while doing so, the vessel dissected at proximal end of the cypher. When the physician retrieved the sds, the guide catheter was inserted coaxially deeper into the vessel causing an additional dissection to occur proximally from left main trunk to the distal left circumflex artery. To treat the dissection areas, five cypher stents were implanted at the dissection area at the lcx and 1 bms (driver: medtronic was implanted at the left main trunk. The procedure was completed and the patient remained a stable condition. The target lesion was de novo and it is unknown if pre-dilatation was conducted prior to stent deployment attempt. The sds will be returned for an analysis.